Event description:
Expected wear of device. White stress relieve casing on controller power cable was worn out.no exposed wires were present. Grey power cable was intact, no alarms, changed as precaution.